Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that the pump was dropped. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary correction: the customer reported problem, "dropped", was confirmed during product evaluation. Baxter quality engineering confirmed the reported condition as damaged door hinges. The cause was not identified and no repairs were performed as this device was a stay in device. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "dropped" is confirmed during product evaluation. Service found the main display to be cracked and baxter quality engineering confirmed the reported condition as the cracked main display. The cause of the condition is not identified and there were no repairs performed to resolve the reported condition as this device is a stay in device. A follow-up report will be filed if any additional details become available.